Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/11/2017. The strip lot # d190110-2 was manufactured on 01/10/2019 and expired in 01/10/2021. Ok biotech received no complaints from same manufacturing batch of strips. We test the retain strips with our in house meter and control solution. The control solution tests for level low were 49/52 mg/dl; for level high were 253/262 mg/dl. The request control solution ranges are: level low 40~90 mg/dl; level high 240~350 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 1:30pm in her car. End-user stated that she tested her blood glucose with her prodigy meter and received a result of hi mg/dl, so she took her insulin. The end-user stated that she tests 5 times a day and a normal result for her for that time of day is around 86mg/dl. She said as her granddaughter was driving her home and she started to feel ill. Her granddaughter the pulled over and called ems about 10-15-minute a after she tested her blood glucose . Ems arrived within 5 minutes and tested her blood glucose with their meter and received a result of 39mg/dl. There were no foods or medications taken while waiting for the ems to arrive. The enduser stated that the ems gave her glucose tablets and transported her to (B)(6) ER located at (B)(6). Upon arriving at the hospital her blood glucose was 59mg/dl. She was given more glucose tablets and peanut butter and apple juice to raise her blood glucose. She was not admitted but was at the hospital for 2 hours and was discharged with a blood glucose of 124mg/dl. She stated that she has an insulin pump but did not provide the sliding scale only 125mg/dl or 30 carbs - 3 units. No additional information was provided.